Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of saline.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. No impact to the customer's blood glucose as pump was being used for saline trial. Customer added saline to the cartridge and loaded it successfully.